Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Other electrical measurements were in range. The lead was explanted and replaced. The patient was in stable condition before, during, and post operation.